Manufacturer narrative:
It was reported that on (B)(6) 2024 the syringe was "cracked" leading to "leaking" while "attempting to flush the j-loop". The customer reported there was no impact to the patient and a new syringe was utilized. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that on (B)(6) 2024 the syringe was "cracked" leading to "leaking" while "attempting to flush the j-loop".